Event description:
Labor epidural completed - combined spinal/epidural tray #es1827k from b. Braun. Upon removal, tip of sheath sheared off and remained in pt. Dates of use: 2008. Diagnosis or reason for use: ob epidural.